Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visited emergency room due low blood glucose 48 mg/dl on (B)(6) 2019. Customer¿s blood glucose when admitted to hospital was 140 mg/dl. Customer was treated with glucose tablets. Based on customer reports the customer did not alleges the insulin pump was over delivering. Insulin pump will not be returned for analysis.